Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted using proglide devices after an angioplasty procedure. Reportedly, after use of an 8f sheath in the rcfa, when the plunger was being removed, there was no suture for two proglide devices. After use of a 6f sheath in the lcfa, the first proglide attempted had no suture with plunger removal. Two proglide were used to achieve hemostasis in the rcfa and one proglide was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted using proglide devices after an angioplasty procedure. Reportedly, after use of an 8f sheath in the rcfa, when the plunger was being removed, there was no suture for two proglide devices. Another proglide was used in attempt to achieve hemostasis in the rcfa; however, non-pulsatile blood flow was noticed. Another proglide was used and achieved hemostasis at the access site. After use of a 6f sheath in the lcfa, the first proglide attempted had no suture with plunger removal. Another proglide was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.